Manufacturer narrative:
Due to character limit in block e1 telephone number: (B)(6) d1 brand name: insertion kit with 8fr. 6¿ (15cm) introducer for use with the sensation plus 8fr 50cc iab a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that intra-aortic balloon (iab) was unable to pass through shealth. No harm was reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Due to character limit in block e1 (event site telephone): (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Event description:
N/a.